Event description:
A hospital in (B)(6) reported via a distributor that when a member of the hospital staff tested an rt200 adult dual-heated breathing circuit prior to the patient use, it was found that the breathing circuit was not heating. It seemed that the rt200 was an electrical open circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and expiratory tubes of the rt200 breathing circuit were tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connected. (B)(4).